Manufacturer narrative:
(B)(4). A device history record review could not be performed as no lot number was provided and sales history could not be obtained. The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No further action required.

Event description:
Reported issue: yesterday we had a malfunction with an io needle. It sounds like the io was placed and the stylet would not unscrew. The plastic top of the stylet eventually broke off rendering the io site useless and also creating a sharp where the plastic broke exposing the top of the stylet.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: yesterday we had a malfunction with an io needle. It sounds like the io was placed and the stylet would not unscrew. The plastic top of the stylet eventually broke off rendering the io site useless and also creating a sharp where the plastic broke exposing the top of the stylet.